Manufacturer narrative:
The insulin pump had operating currents within specification and passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, displacement test and motor test. No motor error alarm was noted. No blank display was noted. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display after a battery change. The caller reported that new batteries were inserted into the device, but it never regained power. The customer's mother also reported that the insulin pump was recently sent through an airport scanner. Blood glucose level at the time of the incident was 418 mg/dl, which was treated with a manual injection. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.